Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room after receiving hv therapy, the device was unable to be interrogated with and without the rf antenna, with a second programmer, or in different rooms. The device was interrogated on a different floor and the device had no problems.